Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was sweating. They took the measurements and the cgm was reading 68 mg/dl and the blood glucose reading was 28 mg/dl. They called an ambulance and the paramedics took a bg reading which was still 28 mg/dl. The patient was taken to the hospital and was treated there with ¿glucagon liquid¿ (not specified if oral or IV treatment). After 4 hours the patient was discharged. At the time of the event the patient was perfectly fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.